Event description:
Customer reported: the endoclamp balloon was placed with the guide wire and positioned with the control of tee. The diameter of the aorta measured at the beginning of the procedure: 34mm. Volume inserted in the balloon at first 35cc, but on tee, the balloon was not completely occlusive. We added 2cc, total volume of the balloon 37cc at the start. The balloon pressure was 320mmhg and dropped to 300 mmhg after a few minutes. The aortic root pressure was normal. The surgeon opened the left atrium to repair the prolapse and the mitral ring. After half an hour, blood was slowly filling the left ventricle, there was no bloodless working field for the surgeon. The balloon pressure was below 200mmhg. We decided to add some volume ( 5cc) to the balloon, because we weren't sure that was completely occlusive. The balloon pressure went up above 420mmhg and aortic root pressure was around 30mmhg. He continued with the procedure but after some minutes, the left ventricle was again filled with blood. We noticed that the pressure in the balloon was slowly dropping down, every 2-3 seconds we saw a fall of 1mmhg. The balloon was not occlusive. We checked every luer lock, we saw no leakage. This problem did continue for 45 minutes: adding a little volume to the balloon after the pressure went down and blood was in the left ventricle. It was very difficult to deliver cardioplegia for the 2nd time, the 3rd time was no longer possible and the aortic root pressure went up to 300mmhg. At that moment, we decided to take the balloon out and replace it by a new one. We tried to defill the balloon, but we saw suddenly a big drop of the pressure in the balloon (bursted). We replaced it by a new one, but it was too difficult to get it in the right position, the surgeon decided to do it the classical way: open sternotomy. The doctor reported afterwards that he forgot to remove the slack from the catheter and experienced balloon migration.

Manufacturer narrative:
Evaluation results: visually the device balloon has burst. Visually under 10x magnification the edges of the burst are smooth however there is some thinning in the balloon material in the area that burst. Water was introduced through all of the device lumens and the water flows from where it should. The device tip was clamped off and the device was tested for interlumen leakage. There is no interlumen leakage detected. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. It is noted that during post sterile burst testing the min. Volume was 262cc to max 266cc of water to burst the balloon. Initial conclusions made in last report have not changed based on this information. We conclude that is not a manufacturing defect.

Manufacturer narrative:
Follow-up investigation: as reported by the edwards marketing team, (B)(6) is a new port access customer; this was his 10th case. He has acknowledged that he made an error, which resulted in the loss of balloon occlusion. (B)(6) forgot to remove the slack from the catheter and subsequently the balloon migrated. The balloon slipped down to the sinotubular junction and seated against the aorta. Since the sizing is not the same as in the ascending aorta, he lost occlusion. Rather than pulling back or looking at the tee to see his placement, he added more volume thinking this was the issue. As a result the balloon ruptured. The physician has been "retrained" on troubleshooting and the edwards' team is confident that this will not happen again. Based on this information, we conclude that the physician has disassociated the edwards device from the change in operative strategy.